Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's daughter alleged that the issue began on (B)(6) (year not specified) at 7am. The patient manages her diabetes with insulin (no adjustments); however, the patient's daughter denied the patient took any action in response to the reported meter issue and also denied the patient tested her blood glucose with another device. According to the csr's documentation, the patient reportedly developed symptoms of shaking and weakness approximately three to four hours after the alleged meter issue began. Four hours after the product issue occurred, the patient's daughter indicated the patient administered food and/or drink as self-treatment. At the time of troubleshooting, the patient's daughter informed the csr that the alleged issue occurs intermittently. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.